Event description:
Event description guidant received information that this pacemaker, which has only been in service for 1 1/2 years, displayed less than 6 months longevity remaining. This device is on a recent advisory for this model pacemaker.